Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that a battery replacement was scheduled for (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that they finished her battery replacement. The patient was now doing well with effective therapy.

Event description:
It was reported that there was no communication with the clinician programmer (8840), recharger, or patient programmer (pp). The patient had not charged or felt stimulation for 5 months. The patient was scheduled with her healthcare provider (hcp) next week to discuss possible implantable neurostimulator (ins) replacement. It was noted that MRI compatibility guidelines were requested. The area to be scanned was the head/brain. The patient had a successful head MRI. The implantable neurostimulator (ins) had been overdischarged and two physician restarts were performed. After that there was still no communication with the ins and a battery replacement was then discussed with a doctor. No surgery had been scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that they were still waiting to confirm a surgery date. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.